Manufacturer narrative:
The description of the complaint sounds like the end user had a latex allergy. This product functioned as intended. The product is labeled as a latex robertazzi nasopharyngeal airway. The label and packaging contain this description as well as the latex symbol to indicate that the product contains latex. Although the product functioned as intended and is labeled as required the incident will be reported.

Event description:
Mother of daughter works at banner del webb . She opened the package to use on a patient that was coding. When she touched it she got hives, hands turned red and her throat closed up. Daughter ended up in the ER.

Event description:
Mother of daughter works at banner del webb. She opened the package to use on a patient that was coding. When she touched it she got hives, hands turned red and her throat closed up. Daughter ended up in the ER.

Manufacturer narrative:
An investigation into the product failure mode cannot be conducted because the product was not returned. The complaint was still able to be confirmed, because the product is known to contain latex. Batch record review was deemed unnecessary, because the product functioned as intended and did not fail. Complaint history for this part number was reviewed to ascertain if similar issues have been reported. No similar issues have been reported to our team. This indicates that the labelling of the product sufficiently warns users of the presence of latex. The root cause of this issue is that the product contains latex..